Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to a missing resistor on the processor/bridge/pace board. The processor/bridge/pace board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing the device displayed self test failures for defib and pacer functions. Complainant indicated that there was no patient involvement in the reported malfunction.